Event description:
Customer reported receiving an error message on their precision xtra meter and was unable to test their blood glucose. As a result, the customer experienced "eye problems, swollen legs, frequent urination, dizziness, and chills". He stated he was seen at a local hospital and treated with an IV (solution unknown). However, he did not recall what type of diagnosis was made. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has not been requested back for investigation. The customer was attempting to use expired test strips which caused the error message. This is a final report.